Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ping meter would not power on. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6). The patient manages their diabetes with self-adjusted insulin. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient denied developing any symptoms; however, they reported going to the hospital on an unknown date in april. The patient reported receiving hcp treatment of IV fluids. The patient could not recall the exact readings of any blood glucose tests performed during their hospital visit. The cca was unable to fully troubleshoot the issue as the patient had discarded their test strips. Replacement meter was sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hyperglycemia after the alleged issue began.